Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 1.16ng/ml, and a result of 0.09ng/ml was obtained upon repeat analysis. The specimen was tested on a different instrument which generated a result of 0.07n/ml. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimen was collected in a lithium heparin with a gel barrier tube. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed hardware verification procedure; all testing met specifications. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.